Event description:
Pt was revised to address subsidence. Poly wear and osteolysis was discovered intraoperatively.

Event description:
Customer obtained a result of 215 mg/dl on her advantage meter and took 1 mg of glimepiride as a result of the reading. Customer was instructed by her diabetes educator to take 2 mg of glimepiride if her glucose readings was over 200 mg/dl. Within 30 minutes the customer was having hypoglycemic symptoms and her glucose value was 38 mg/dl on her meter. Her husband assisted her in obtaining carbohydrate and she recovered quickly with a glucose value of 124 mg/dl on her husband's meter (type unknown). No additional adverse event reported. No additional treatments reported given or received. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.